Manufacturer narrative:
This specific evolution device is currently not registered for sale in the us. However, this device is considered 'similar' to other metal biliary stents/sets (evolution) devices currently marketed in the us, the 510(k) number provided is of the device considered 'similar' cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Additional information received: 1. Was the directional button fully engaged? Yes 2. Did the red indicator move when the trigger was pressed? Yes, initially 3. Did the red indicator continue to move after the delivery stopped? Yes 4. Was the stent partially exposed? Yes 5. If the stent was partially exposed, was it possible to recapture the stent fully before removal? No 1. At what stage of the procedure did the complaint occur?(when unpacking or preparing the evolution, while inserting the evolution in the patient, during stent placement, while removing the introducer, or during stent repositioning/removal) during deployment of sent in patient 2. What endoscope type and channel size was used? Duodenoscope 3.7mm 3. What was the position of the elevator? Was it opened or closed? Open 4. Details of the wire guide used (diameter, type, make)? Acrobat awg2-35-260 5. Did any part of the stent contact the patient¿s anatomy when the complaint occurred? Yes, was in cbd 6. How long was the stent in the patient by the time this complaint occurred? 1 min approx 7. For devices where the IFU states for longer term patency has not been established, was periodic evaluation complete and how often? Stricture information: 1. What was the length and diameter of the stricture? 4cm approx diameter unknown 2. Where was the stricture located in the body? Cbd 3. Was there resistance felt passing wire guide through stricture? No 4. Was there resistance felt passing the evolution through stricture? No, normal for this type of structure 5. Was the stricture dilated before stent placement? No questions related to during insertion into patient 1. Was the product inspected for kinks or damage before use? Yes 2. Was resistance felt during insertion into patient? If yes, at what point? No questions related to during stent placement 1. Did the product fail during stent deployment or recapture? Deployment 2. Was the directional button pressed during use? Yes... For normal deployment 3. Was any part of the stent observed in contact with the patient¿s anatomy at the time of failure? Yes 4. Was the yellow marker kept in view during deployment? Yes 5. Are images of the device or procedure available? No questions related to during introducer withdrawal 1. Was final stent placement confirmed using endoscopy / fluoroscopy? If yes, what was used? 2. Did the stent open sufficiently to allow withdrawal of introducer safely? 3. Was the safety wire fully removed before removing the delivery system? 4. Did any part of the product snag/get caught with the stent when removing the delivery system? 5. Are images of the device or procedure available? Questions related to during stent repositioning/removal na 1. What instrument was used for stent repositioning / removal? Forceps, snare¿ 2. Was the lasso (suture) loop used during repositioning / removal? A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence device evaluation: the evo-fc-10-11-8-b device of lot number c1480238 was returned to cirl and evaluated on the 03 oct-2018. Upon review of the returned device, it was seen that sheath tubing was broken at shuttle cap. Two slight kinks were also identified at distal end of proximal flexor but these were possibly due to repackaging for transport returns. The device was unable to actuate and retract. Were able to manually deploy stent but with resistance. After the stent was manually deployed then able to advance and retract with much less resistance. Visual inspection was the method by which by which the defect was determined. Complaint is confirmed as the failure was verified in the laboratory. Root cause: based on the information provided the most likely root cause of this event was that a kink may have occurred at some stage during the procedure due to tortuous anatomy and severe stenosis and this caused a build-up of pressure resulting in the stent deployment difficulties experienced by the user. Document review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b device of lot number c1480238 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot # c1480238; upon review of complaints this failure mode has not occurred previously with this lot # c1480238. IFU review: the instructions for use ifu0056-5 which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. Summary: complaint is confirmed as the failure was verified in the laboratory. The patient did not require any additional procedures due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This file is being reported under the FDA MDR malfunction precedence for "flexor kinked/ stretched/ broke/ compressed" and "deployment issue that results in the removal of a partially exposed stent". As per source doc "the gun clicked loudly during deployment and broke within the handle which made sent deployment impossible". "As per complaint form": nurse began to deploy stent and there was a loud click from the handle and stent would then not deploy fully. Stent could not be re-sheathed. Whole system was removed including partially deployed stent.